Event description:
It was reported that during a lap appendectomy procedure, the staples on both ends of the staple line got entangled in the bowel. The patient experienced bowel obstruction like symptoms and discomfort. As a result, a laparoscopy was performed, and the surgeon found that the staples (from beyond the cut and staple line of tissue) had formed small adhesions in the small and large bowel. A grasper was used to take down the adhesions. The pt has recovered without any further complications and has been discharged from the hosp.